Event description:
It was reported that the patients spinal cord stimulation (scs) m8 adapter was showing high impedance during an implantable pulse generator (ipg) implant procedure. The patients adapter was replaced, and all impedances were cleared.

Manufacturer narrative:
Block a2: patients exact age is unknown; however, it was reported that the patient was over the age of 18.

Event description:
It was reported that the patients m8 adapter was showing high impedance during an implantable pulse generator (ipg) implant procedure. The patients adapter was replaced and all impedances were cleared.

Manufacturer narrative:
Sc-9218-15 sn: (B)(6). The returned m8 lead adapter was analyzed, passed all tests performed, and exhibited normal device characteristics.